Event description:
As reported by our european affiliate, six years post implant, a 23mm sapien valve was degenerated and one leaflet was not working properly. A 23mm sapien 3 valve was successfully deployed within the sapien valve.

Event description:
As reported by our (B)(4) affiliate, six years post implant, a 23mm sapien valve was degenerated and one leaflet was not working properly. A 23mm sapien 3 valve was successfully deployed within the sapien valve. No additional information will be provided.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Evaluation: additional narrative text. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis 6 years post implant cannot be determined. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A sapien 3 was deployed within the original sapien valve.